Event description:
The customer reported that the coulter lh 750 hematology analyzer possessed a twenty milliliter leak which was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to address this event. The field service engineer (fse) identified that a pinch valve tubing associated flowcell backwash had detached. The fse reattached the tubing. The cause of the event was a specific instrument tube having become disconnected. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).